Event description:
Regulatory agency reported "was informed that the product has been recalled", "was never contacted in 2019 when product was recalled or informed until yesterday that this was an issue", "possible rupture" and "blister/ herniated area is felt with touch". This record is for the right side. Device status is unknown. It is unknown if the device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.